Manufacturer narrative:
Investigation summary: the device was received for evaluation. The customer¿s complaint of failure to detect air in line was confirm during testing. The air was off calibration on the mechanism per procedure; the mechanism was recalibrated and passed and functioning per design. The probable cause was mechanism was out of calibration.

Event description:
Event occurred regarding to a plum 360 where it was reported that the pump was allowing air through cassette without alarming and the tubing is being compressed together from the suction. They also noted that the bag was completely empty, they did not replace the cassette, and they were able to clear the aid and back prime so that the cassette was able to be filled with saline to be able to flush the remaining chemo to patient. There was no patient involvement, no human harm, and no delay in therapy as a result of this event.